Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. Upon system checkout it was found that the video card was trying to recognize the printer as the monitor so printer has been powered off as customer stated that they never use the printer and this should resolve this issue. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that the monitor on the mobile view station (mvs) went black. No patient was present.